Event description:
Information received from the patient's spouse. The patient had an implanted pump system. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that all devices were out due to infection in (B)(6) of 2013 approximately. It was noted that "herrington removed."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.